Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
On startup, device display remained on black screen and vent alarmed audibly continuously. The vent would not reset initially when pressing the standby button for 10secs. Eventually the vent reset when user continued to press the standby button for approx 20secs. Device would then not boot up for a period of time. After a period of down time the user was then able to boot the device correctly.